Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded at 17.1 cm to 17.4 cm from the connector pin which likely contribute to the reported noise. The abrasion was consistent with constant friction with another implantable device.

Event description:
It was reported that the right ventricular lead exhibited noise, an insulation anomaly and was fractured. The lead was explanted and replaced.